Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure on (B)(6) 2011. According to the complainant, the patient was being treated for an obstruction of the sigmoid portion of the colon due to cancer. The patient's anatomy was tortuous. During the procedure, the stent was only able to be partially deployed, and could not be reconstrained. The partially deployed stent was removed from the patient without problems. The procedure was successfully completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). A visual and functional examination of the complaint device could not be performed since the complainant indicated that the device has been disposed. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.